Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 17x190mm spl tpr dist, 11-300917, 121310; biomet biolox-delta ceramic taper adapter, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06463; 0001825034-2018-06466. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient deep vein thrombosis approximately four months post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: arcos 17x190mm spl tpr dist, pn 11-300917, 1ln 21310; cer option type 1 tpr sleve -6, pn 650-1064, ln: unk; cer bioloxd option hd 44mm, pn 650-1059, ln unk. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06462, 0001825034-2018-06463, 0001825034-2018-06466, 0001825034-2018 -09907. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. It is unknown whether the components were implanted with the correct fit and orientation per the surgical technique. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient deep vein thrombosis approximately four months post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.